Event description:
It was reported that the patient presented for an implant procedure. During the procedure, damage to the insulation of the left ventricular (lv) lead was identified. As a result, the affected lv lead was not used and was replaced. The patient was in stable condition throughout the procedure.